Event description:
It was reported that a 9.5 weeks pregnant patient presented to the clinic for a routine follow-up visit. Low hv lead impedance was observed upon device interrogation. The physician with obgyn consult decided to cap and replace the lead. No evidence of a lead anomaly was seen upon observation. There was no report of an adverse consequence to the patient resulting from the event.

Manufacturer narrative:
A partial lead measuring 22.0cm from the connector pin was returned. Multiple external insulation abrasions were found between 14.2-16.1cm from the connector pin consistent with friction to the ICD can. The sensing and rv conductors etfe coating were intact at all locations. The returned lead exhibited normal continuity test. A complete analysis could not be performed without return of the entire lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.